Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hypoglycemia on (B)(6) 2026. The patient managed hypoglycemia by drinking juice. No further information available.